Event description:
It was reported that after insertion of the iab over the spring wire guide, resistance was encountered when removing the wire guide. Therefore, the iab and spring wire guide were removed simultaneously. A second iab was inserted with no pt complications.